Event description:
Boston scientific received information that this right ventricular (rv) lead is exhibited oversensing of the sinus p-wave which is being labeled as ventricular sensed (vs) on the electrogram (egm). The intrinsic qrs complex is being labeled as ventricular fibrillation (vf) intermittently. The intrinsic rate is slow enough that the patient has not received inappropriate therapy. It was noted that the physician believes the oversensing is cross talk from the atrium due to the integrated bipolar lead design. The physician plans to performing a revision procedure to explant the lead. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Subsequently, the lead was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection indicated surface cuts were noted in the insulation. The rs-ptfe was bunched in several places. The proximal end of the distal spring electrode was separated from the lead body insulation; however, medical adhesive was noted. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits. The analysis was unable to confirm the clinical observations.